Manufacturer narrative:
(B)(4) for the evaluation findings of stent wires damaged. A visual examination of the returned device found that the stent was fully mounted. During a functional analysis, it was possible to partially deploy, reconstrain, and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. It was noted that the distal stent wires were damaged and uncrossed. The inner shaft was kinked at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a biliary stricture. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the proximal end of the stent was able to be released but the stent was unable to be fully deployed within the patient. The stent was fully constrained on the delivery catheter prior to removal. No visible issues were noticed to the device. The procedure was completed with another wallstent biliary endoprosthesis. Based on the device analysis, which revealed that some of the distal stent wires were uncrossed and damaged, this is now considered a reportable event.